Manufacturer narrative:
(B)(4). Batch # n93d3x. Investigation summary: the handpiece was received attached to an har36 device, when the device was tried to disassembled the device came apart. Upon visual inspection to the device the nose cone was cracked. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. We were unable to investigate further the reported communication issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece often fail to recognize the disposables. He would like to disassemble disposable, but can't. No patient consequence.

Manufacturer narrative:
(B)(4). Medical device: UDI = (B)(4).